Manufacturer narrative:
The referenced endoscope was returned to olympus for evaluation. The evaluation confirmed the angulation movement of the endoscope was not smooth when the up/down control knobs were manipulated in the free engage position. There is also excessive play/loose movement from the right/left and up/down control knobs. The angulations of the scope were noted to be below specification. The scope was disassembled and observed the angulation wires stretched which attributed to the loose/play in the control knobs. A visual inspection noted the insertion tube, bending section cover/glue and the light guide tube were non-olympus parts installed onto the endoscope. The instruction manual provides important information before usage of the endoscope as it prohibits improper repair and modification. ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. The IFU also states, "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that the scope was involved in a bowel perforation during the middle-to-end of a diagnostic colonoscopy procedure. The user facility also reported that the scope did not have smooth angulations and the angle wires were loose. The intended procedure was completed using the same scope as no other scope was used. As a result of the perforation, a surgeon was called into room to repair the patient¿s bowel. It was noted that the patient¿s pain was controlled and vital signs were monitored. In addition, no other instruments were used during procedure. The scope was inspected prior to procedure with no anomalies observed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM conducted a review of the device history records (DHR) for the concerned device and confirmed there were no deviations or non-conformities noted during the manufacturing process.